Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a 'hi' (500mg/dl or greater) reading while wearing the adc freestyle libre sensor compared to an unspecified lower reading on the competitors brand meter. On (B)(6) 2019, the customer had lost consciousness and was treated by an hcp for hypoglycemia with intravenous glucose (type/dose unknown.) There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Visual inspection was performed on the sensor plug, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a 'hi' (500mg/dl or greater) reading while wearing the adc freestyle libre sensor compared to an unspecified lower reading on the competitors brand meter. On (B)(6) 2019, the customer had lost consciousness and was treated by an hcp for hypoglycemia with intravenous glucose (type/dose unknown.) There was no report of death or permanent injury associated with this event.